Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2: south africa. Review of the most recent repair record determined the switch was damaged. Additionally, the motor speed was unstable. The switch and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the safety and on functions are working opposite, event occurred during surgery on an unknown date. There was no reported patient harm, or delay and another device was not used to complete/finish the surgery. At evaluation it was noted that the switch was damaged. Additionally, the motor speed was unstable. Due diligence is complete, no further information is available at this time.